Manufacturer narrative:
Date of birth: 1955 (exact date unknown) (B)(6). A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient experienced unexpected off phases and speech difficulties. The device was reprogrammed and the patients medication was changed. It was observed that the ipg battery was depleted, and the patient underwent a revision procedure to replace the ipg.

Manufacturer narrative:
Additional information was received that the event of lead replacement was determined not the be related to a device deficiency or malfunction.

Event description:
A report was received that the patient experienced unexpected off phases and speech difficulties. The device was reprogrammed and the patients medication was changed. It was observed that the ipg battery was depleted, and the patient underwent a revision procedure to replace the ipg.